Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient suffered from chest pain on the day after pacemaker implantation. Pericardial effusion was observed by echo and perforation was suspected. Lead was removed.